Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support and the automated impella controller (aic) had a battery failure (red alarm). The aic was replaced successfully and the affected aic was sent back for investigation.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) "red alarm" has been completed. The aic was returned for evaluation. During evaluation, the console received a persistent battery failure alarm during boot-up. Visual inspection found that the battery one lcd screen was blank. The data logs were reviewed confirmed the battery failure occurrence and a cell imbalance with cell 2 of battery 1. The root cause for the battery failure was the cell imbalance with cell 2 of battery 1.